Manufacturer narrative:
The patient had experienced a crown on tooth #18 which was not fully seated during an office visit on (B)(6) 2013; therefore, the doctor cut the crown off. A new crown was created and cemented during the same visit using a different product, without further incident. To date, patient is doing fine. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on four (4) patients. This is the fourth of four (4) reports.